Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred. It was determined the issue was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.